Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/23/2014 with the following findings: review of the black box data revealed record of power on reset on (B)(6) 2014 at 6:46 pm. There were no records of attempts to prime the pump in the black box records; there were no rewind, load or prime records after the record of power on reset. On investigation, the pump was able to prime twice without issue. There was no loss of prime during the investigation. Force sensor calibration readings were determined to be within specifications. The pump was opened for investigation with no evidence of damage, defect or contamination of the pump¿s interior components. A cartridge cap was not returned with the pump for investigation and a test cap was used to complete the investigation.